Event description:
The customer observed falsely decreased platelet counts for one patient while using the cell-dyn 3200sl110 analyzer. The customer provided the following results: an initial result of 6.63 k/ul was generated from a tube drawn in the emergency room on (B)(6) 2012. The result was questioned by the ER doctor as this patient had previously generated a result of 120 k/ul. This sample tube was tested multiple times each time generating a result around 7 k/ul. A new sample was drawn an hour later and generated a result of 119 k/ul. There has been no impact to patient management reported. No additional patient information was provided.

Event description:
The first sample from (B)(6) 2012 was retested on (B)(6) 2012 and generated a result of 14.4 k/ul. This second sample from (B)(6) 2012 was retested on (B)(6) 2012 and generated a result of 114 k/ul.

Manufacturer narrative:
Additional information was received on (B)(6) 2012, providing additional patient data for the same patient evaluation: further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. A subject matter expert concluded, from the data provided by the customer, that the instrument properly flagged both results (rbc morphology and uri). Both results are indicative of a pre-analytical issue, possibly associated with plt aggregates (clumping. The instrument performed as designed, by alerting the operator on both runs to further review the results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the cell-dyn 3200 cs 110v analyzer, list number 4h60, was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.